Event description:
Boston scientific received information that this right ventricular lead exhibited loss of capture and an increase in threshold values. No adverse patient effects were reported. As a result, the physician elected to increase the right ventricular outputs and asked the patient to return in two weeks. During the follow-up visit, threshold increase had remained noted, as well as a gradual increase in rv pacing impedance; shock impedance and intrinsic amplitude remained stable. A subsequent reprogramming adjustment to the right ventricular output was implemented, in spite of the known impact on device longevity. A lead revision was then planned in conjunction with device replacement. Current battery status at 2.76v. At this time, both the lead and device remain implanted and in service. If new details are forwarded, this event will be reopened and updated. Subsequently, this lead was partially explanted. The date of explant reported as over four years post the date of previous allegation. The portion received will be subjected to laboratory analysis. No reported adverse patient effects documented on out of service paperwork.

Manufacturer narrative:
Upon return, this lead was thoroughly analyzed. The lead was confirmed severed, 444 mm from the terminal pin. The proximal high voltage (hv) shocking coil appeared extremely stretched to 700 mm. Setscrew marks were confirmed on all terminal pins: 1 each on the is-1 terminal pin and ring, and 2 on the distal and proximal hv terminal pins. Microscopic inspection showed trilumen insulation damage, 338-352 mm from the terminal pin. The trilumen insulation also exhibited webbing damage at the location between all three lumens. Due to the location and type of damage, it is likely this was caused by entrapment in the clavicle/ first-rib region during implant.

Manufacturer narrative:
Following completion of lab analysis, this event will be further updated.